Event description:
It was reported via phone call, that the customer had air bubbles in their reservoir. It was also reported that the customer had a bent cannula. Troubleshooting occurred. Customer's blood glucose level at the time 476 mg/dl. The customer had symptoms of abdominal pain and fatigue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.